Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a fistulagram procedure on the (B)(6) male patient, the physician over indulged the balloon to 16 atm and the balloon ruptured circumferentially. The tip of the catheter sheared off in the patient due to the physician attempting to pull only the balloon out. The distal end of the balloon and catheter remain inside the patient as the physician feels it will be fine. The patient is reported to be in stable condition. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4).. Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control (qc), trends and a visual inspection of the returned product was conducted. It should be noted that only the proximal end of a pta5 device was all that was returned. The visual inspection noted that the burst appears circumferential, but without the distal portion we could not confirm that this did not start as a linear tear. There was one missing marker band (distal). The remainder of shaft was undamaged (proximal to balloon), and under the balloon, the shaft was damaged and stretched. An examination confirmed that 3.5-3.9 cm of the balloon remained past the proximal bond and balloon cone and 11.5cm of shaft remained distal to the balloon bond. A review of records found no other complaints on the provided lot. The rated burst pressure (rbp) is documented in the compliance card and label. The balloon is inspected 100% for visual defects and performs a burst test, ensuring the balloon does not burst radially. The device is inspected per quality control specifications, 100% checking the balloon surface for defects, inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), and verification that the catheter is smooth, clean, and free of damage. Each device is shipped with an instructions for use (IFU); which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: do not exceed rated burst pressure and do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur. The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. After review of the complaint and returned device, the rupture is most likely due to the over pressurization. Balloons are designed to rupture linearly, but may burst or tear circumferentially due to angulation or calcification. If the user attempted withdrawal through an introducer/sheath (against the IFU) balloon rewrap would be more difficult on a balloon that burst circumferentially which increases the potential for separation. The IFU states that if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. The risk was assessed using quality engineering risk assessment (qera). The risk remains acceptable with inclusion of this event; therefore, no additional risk reduction activities are required at this time.

Event description:
During a fistulagram procedure on the (B)(6) year old male patient, the physician over indulged the balloon to 16 atm and the balloon ruptured circumferentially. The tip of the catheter sheared off in the patient due to the physician attempting to pull only the balloon out. The distal end of the balloon and catheter remain inside the patient as the physician feels it will be fine. The patient is reported to be in stable condition. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.